Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 139 mg/dl, 380 mg/dl, and 149 mg/dl. Customer was having low blood sugar symptoms with the readings above, and treated herself by eating. She felt better after 20 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.